Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a trochleoplasty, after the insertion site was prepared with a 2.6 drill bit and cleared of all debris, it was noticed that a microraptor could not be rotated backwards on the wheel, therefore the anchor could not be blocked. The procedure was resumed, without any delay, using a similar s+n back-up, in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with original packaging with the batch number of the complaint on the label. The distal anchor and proximal anchors were returned on the insertion device. The anchors have no visible defect. The proximal anchor has been advanced slightly on the tip. Bio debris is present. A functional evaluation showed that the gray knob will not turn backwards (counter-clockwise) as it is set at the starting point. The device is not intended to turn backwards. It will advance forward as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an unintended advancement of the proximal anchor or, rotating the gray knob to an unindicated direction). Based on this investigation, the need for corrective action is not indicated.